Event description:
Customer reported that multiple intermittent occlusion alarms occurred. Reportedly, customer was not properly removing residual air from the cartridge. Customer was educated on the proper load techniques. There was no adverse impact to the customer¿s blood glucose level. Customer resolved the issue by changing the infusion set and cartridge and resumed insulin.